Event description:
This spontaneous post-marketing case was reported by a male physician who was accidentally exposed to fluids of an hiv- infected person while administering sculptra (poly-l-lactic acid0 on 11-jan-2006. He stated that the needle occasionally gets clogged so he uses the thread method. While pulling out, serum and blood get on the needle and syringe. To prevent clogging, he pulls back about 1cc of air and turns the syringe upside down so particles or anything which could be clogging would unclog. He then pushes the piston to push air out of the syringe so that all of a sudden the fluid can be forced out. After performing these steps, fluid splashed into his right eye. It is unclear if the physician was wearing a mask or safety glasses. He went to the emergency room where he underwent a test (unspecified) and immediately started on anti-viral medications (unspecified). He is going to see an infectious diseases specialist in 15 days and will need to continue hiv testing for one year. He is experiencing nausea and diarrhea while on the anti-viral medications. Medical history includes psoriatic arthritis and hypertension. Concomitant medications pysican went to the emergency room due to his exposure to hiv body fluids. He was treated with tenofovir/ emtricitabine (truvada), 1 tablet by mouth, and lopinavir/ritonavir (kaletra), 3 capsules by mouth. Lab tests on 2006 showed a negative acute hepatits panel for types a, b, and c. Upon discharge, he was perscribed tenofovir/emtricitabine and lopinavir/ritonavir. The physician reported that he experienced vomiting and diarrhea secondary to the anti-viral medication. In jan 2006, he returned to the emergency room because of nausea and vomiting. His final diagnoses from the emergency room were nausea, vomitting, dehydration, and an adverse drug reaction. He was treated with intravenous fluids and a "gi cocktail" and discharged. The reporting physician stated he experienced extreme weakness due to the vomiting and diarrhea. In jan 2006, he consulted an infectious disease (ID) physician who noted a negative review of systems and recommended lab testing revealed elevated sgpt at 111 (normal range 0-40), which was up from 39 on jan 2006. Other liver tests in feb 2006: sgot, bilirubin,alkaline phosphatase, and total protein were normal. Also in feb 2006, repeat hepatitis panel and hiv test were negative in feb 2006 he followed up with the ID specialist who noted a negative review of systems except for a complaint of pain in his hands/myalgias. A repeat hepatitis profile and hiv antibody test were recommended in july 2006. The patient reports that he could not take his psoriatic arthritis medications because of the elevated liver test, which he attributed to the antivirial medications. Per the reporter, not being able to take his methotrexate, hydrocychloroquine sulfate, and prednisone caused him to be unable to move or function and be bedridden. He states that he was unable to perform his duties as a physician from 11 jan 2006 to 22 jan 2006 due to his vomiting and diarrhea secondary to antiviral medications, his extreme weakness secondary to vomiting and diarrhea, and his inability to move or function from not taking his psoriatic arthritis medications.